Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, after the pump turned off due to normal battery depletion. Customer's blood glucose level was 307 mg/dl. Reportedly, the customer continued using the pump for insulin delivery